Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple merlin transmissions revealed non-physiologic lead noise. It is suspected noise was caused by rub on the can. A single upper out of range pacing lead impedance was observed. The lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.4-13.0cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.